Event description:
On 10/8/96, had bilateral tissue expanders on 11/27/96, removal of left breast expander prosthesis due to infection. Right breast tissue expander seemed to be doing well, fully expanded december 1996; january 1997 spontaneously deflated.